Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest and subsequently expired on the same day. The events were allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.